Event description:
It was reported from (B)(6) by medical staff that a patient came to the hospital and reported that the controller would start the single beep sound usually associated to the connection of a new power source even when two batteries were in service without being exchanged. It is stated there were no critical alarms given. The facility was given advised to remove the batteries from service; batteries were replaced from stock. It was stated that there was no consequence or impact to the patient. No additional information was provided.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site exchanged the batteries and returned the devices to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of battery ((B)(4)) revealed that the device met specifications; the returned battery passed visual inspection and functional testing. Analysis of battery ((B)(4)) revealed that the device failed to meet specifications; the battery passed visual inspection but failed functional testing. The battery was not able to communicate with an in-lab test setup, and was found to have an intermittently connected line in the battery's cable. In addition, the battery would not charge in the battery charger. Analysis of batteries ((B)(4)) revealed that the devices failed to meet specifications; the batteries passed visual inspection but failed functional testing. During testing, the battery exhibited a high max error, indicating the battery is out of calibration. The high max error revealed during testing of batteries (B)(4) is an incidental finding and not related to the reported malfunction. This is a calibration gage and does not cause power switching; the malfunction specified by this value is caused by improper charging of the battery. Log file analysis revealed several "critical battery' alarms, "power disconnect' alarms, and premature power switches. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and batteries. The most likely root cause is a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. Therefore, due to these analysis results, this event is a non FDA reportable event. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Information for use states: when one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. The batteries are expected to have a useful operating life of 500 charge and discharge cycles. Batteries that reach the end of their useful life should be taken out of service. If a battery provides less than two hours of support duration, it should be replaced unknown batteries, these are suspected in the event, the exact battery/batteries were unnamed- (B)(4). The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. The company is seeking this information through the event investigation.